Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of more than 700mg/dl. It was stated that the customer had ketones, a lot of pain and was vomiting. It was also stated that the customer had unexplained high glucose for the past seventeen days. Troubleshooting was performed. The time, date, and programming appear to be correct. It was stated that the bolus history indicates the insulin did deliver all the boluses the customer has programmed. Ran a high pressure test and the insulin pump passed the test. No further info was provided.